Event description:
The manufacturer received information from a distributor who had received a call from the patient's family alleging the patient experienced the trilogy 100 device had suddenly stopped operating and an alarm beep sound occurred and did not stop beeping. The details were allegedly confirmed as the trilogy 100 device had stopped again after turning the power on and inserting the ac cord. However, the operation restarted with battery driven. The device was replaced with another device. The distributor's representative inserted the ac cord and checked the issue but was not able to reproduce it on the device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.